Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having difficulties with their devices. Patient (pt) said they were up about 7-9 times at night every night and their sleep was horrible. Pt said they noticed their return of symptoms many months ago, up to 2 years ago, pt said they had cancer surgery around the same time their symptoms came back. Pt said they had changed the programs (making sure to stay on the same program for at least 2 weeks) and settings several times and dr. Thinks maybe implant should be replaced. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. Patient said they had a scan to see if the implanted system was in the right place done maybe 4 months ago but they haven't received the report back. Patient was able to connect to their implant with their external equipment and said that it had been taking several tries to connect with their implant and this difficulty had started around the same time as the return of symptoms. The issue was not resolved. An email was sent to the field to notify them of the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.